Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one guidewire loaded into a guidewire hoop was returned for evaluation. Gross visual and dimensional evaluation were performed on the returned device. The investigation is confirmed for the identified guidewire stretched issue as the guidewire uncoiling was noted on the distal end of the guidewire. However, the investigation is unconfirmed for the reported guidewire fracture issue as no evidence of fracture was noted on the guidewire. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported that during a port placement procedure via the internal jugular vein, the tip of the guidewire was allegedly fractured. The procedure was completed using another device. There was no reported patient injury.